Manufacturer narrative:
Evaluation: method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, medical review and the device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation: method: medical review. Results: medical review - a capsule tear is likely secondary to surgical manipulation by the surgeon rather than the lens itself, however, it remains unclear whether the product caused or contributed to this event. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - membrane, breakage of. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon inserted and removed a cc4204a collamer aspheric single piece lens due to the patient had a hole in the capsule. The lens was replaced with a different model lens. The facility was unable to report any additional information.